Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported there was a jolt at the implantable neurostimulator (ins) site only while the therapy was on. This sensation started four weeks after implant. The patient had good coverage until 4 weeks after surgery. Since the coverage changed after four weeks, the patient was not getting good coverage. On (B)(6) 2015, the healthcare provider (hcp) revised the lead. After the revision, the patient got great coverage. Four weeks after the patient¿s revision, the patient started to feel a jolt sensation at the implant site again. The patient was also not getting low back coverage, but was getting coverage for her right leg. The patient felt a jolt while the rep was programming her. Impedance measurements were run at 0.70 which was lower than the patient¿s normal therapy which accounted for the impedance test not for the cause of the jolt sensation. Impedance measurements were taken. Electrodes 1<(>&<)>3 were 1051 ohms, 1<(>&<)>4 were 1046 ohms, 1<(>&<)>5 were 874 ohms, 5<(>&<)>6 were 1010 or 874 ohms, and 5<(>&<)>7 were 931 ohms. The patient was programmed on 5+, 6-, 7-, 200 microseconds and 13-, 14+, 15-, 70 microseconds. There were no traumas or falls related to this issue. The patient did not experience symptoms when the ins was off. Relevant medical history included spinal pain. No causes, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative (rep) reported that the rep knew about the shocking event on (B)(6) 2016 when she called in. The rep had not seen the patient or talked to the patient since then and had no new information. The rep was going to meet with the healthcare provider (hcp). The hcp was maybe potentially going to go in and revise with a surgical lead that was MRI compatible. The patient was to make an appointment with the hcp in late (B)(6) 2016 to come in and discuss possible lead replacement to implant a surgical lead. The patient had neither set up the appointment nor contacted the office with any other issues.